Manufacturer narrative:
Additional information: d9, g3, h6. (No problem found) the evaluation did not reveal any issues relevant to the reported event, "on 01/10/2024, it was reported by a sales representative via (B)(4) that an ar-8330 shaver hand piece cord is damaged. The wires are exposed. This was discovered during a procedure with no patient harm."

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device has not yet been evaluated. The root cause of the event could not be determined from the information available and without device evaluation. When the device evaluation becomes available, a follow-up report will be submitted.

Event description:
On 01/10/2024, it was reported by a sales representative via (B)(4) that an ar-8330 shaver hand piece cord is damaged. The wires are exposed. This was discovered during a procedure with no patient harm.